Event description:
It was reported that the patient was experiencing low voltage and low speed alarms. A short to shield was suspected. The patient declined admission on (B)(6) 2022 and was to return on (B)(6) 2022. The patient went ot a local emergency department for a pump off alarm. They were transferred to another hospital and upon arrival, it was confirmed that the pump had been off for approximately 30 minutes. A driveline fracture was suspected but the presentation seemed odd, and the problem progressed rapidly. The team thought it was more than likely that the case was a phase to phase as the pump was off on any power source. The doctor auscultated the chest and stated that there was a "grinding sound" from the pump and took the controller off the patient as the pump was off and would not be restarted at the time. The patient was hemodynamically stable and was being supported with medication. The log file contained multiple pump off, low speed hazard, and low flow hazard alarms between (B)(6) 2022 and (B)(6) 2022. This kind of event had been linked to multiple wire fractures within the percutaneous lead. The end of the log indicated that the pump was disconnected from the controller. External driveline did have multiple tears and rescue tape applied to several areas. Ultimately, a heartmate ii to heartmate 3 pump exchange was performed and the pump was to be returned for analysis.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed breaches in the insulation of all wires which would have contributed to the abnormal pump operation captured within the submitted log files. Additionally, superficial damage to the outer silicone jacket was confirmed through evaluation of the returned portions of driveline. The submitted log file contained data from 21oct2022 to 23oct2022. The log file captured numerous intermittent and transient low speed operation and pump stop events on 22oct2022 and 23oct2022. The pump regained speed between events. The log file recorded low speed alarms, low flow alarms, driveline fault alarms, and elevated pump power, during the abnormal pump operation. The patient was operating on the power module or 14 volt batteries during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files is indicative of a potential driveline issue, resulting from a phase-to-phase short. Vad-16321 was returned assembled with the driveline cut into multiple segments. The proximal portion measuring approximately 1.5 inches from the pump housing, a middle portion measuring approximately 11.5 inches, and a distal portion of driveline measuring approximately 24.5 inches were returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump . The outflow graft conduit (graft, bend relief and elbow) was returned attached to the pump . The bend relief collar was returned and secured in place by a green suture. Upon disassembly, no evidence of developed depositions or thrombus formations were observed throughout the system. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket was noted to be damaged approximately 2.75 inches, 5.5 inches, 6 inches, 10 inches, 11 inches to 12 inches, 14 inches to 15 inches, 17 inches, and 18 inches from the controller connector. The layers were removed, and microscopic examination of the underlying wires revealed breaches on the middle segment of driveline in the insulation of the black wire, brown wire, red wire, orange wire approximately 7.5 inches from the pump housing, as well as the yellow wire, and green wire approximately 11.75 inches from the pump housing. Examination of the underlying wires revealed a breach on the distal segment of driveline in the insulation of the orange wire approximately 2.75 inches from the controller connector, as well as breaches in the insulation of the black wire, brown wire, red wire, orange wire, yellow wire, and green wire approximately 23 inches to 24 inches from the controller connector. Although a specific cause could not be conclusively determined through this evaluation, the areas of wire insulation damage appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline in these locations. The remaining wires on all segments of the returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors made contact with the metal braided shield while operating on a grounded power source, a short to shield would have resulted. If the exposed conductors of wires of different phases made contact with each other or simultaneous contact with the metal braided shield while the patient was operating on 14v batteries or the power module with an ungrounded patient cable, a phase-to-phase short would have resulted, causing the low speed operation and pump stop events observed within the submitted log file. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas insrtuctions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.